Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she recently had had gall bladder surgery and had some fibrin buildup observed during dialysis treatment. Follow-up with the pd patient's clinic registered nurse (rn) revealed the patient had been hospitalized from (B)(6) 2017 to (B)(6) 2017 for a cholecystectomy as a result of pre-existing gall bladder conditions. The pdrn stated the fibrin buildup was a result of the previous surgery for gallbladder removal, and no peritoneal infection or issues related to the patient¿s peritoneal dialysis regimen were noted. The pdrn confirmed the patient was able to complete dialysis treatments while hospitalized and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy upon discharge and stated no known treatments were missed. The pdrn stated the patient came into the clinic on (B)(6) 2017 for routine lab work and the cycler alarms issues were discussed and the patient¿s signs and symptoms of fibrin buildup resolved. Medical records were requested.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Conclusion: there is documentation supporting a possible temporal association between the fresenius products and the event of excess fluid/fluid overload, lower extremity pitting edema, the patient experiencing significant chest and abdominal pain preventing her from completing ccpd therapy the night before subsequent inpatient hospitalization. There is a potential likelihood of causality relationship between the patient experiencing an acute episode of cholelithiasis requiring inpatient laparoscopic cholecystectomy, and requiring the patient to transition to in hospital hemodialysis therapy and continuing pd in order to reestablish patient¿s fluid management. Cardiology is following her post discharge and had a stress test performed with unknown results. This patient has a highly significant medical complex history with high risk factors for coronary artery disease (cad), obstructive sleep apnea that is not well controlled and obesity causing difficulty with proper fluid balance. The patient¿s dialysis prescription was changed to new dialysis prescription for 1.5%, and the patient states she is cramping a lot and physician notes pt. Appears volume overloaded. Post discharge patient is continuing on in center hemodialysis thrice weekly outpatient.

Event description:
Source documents and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017 this peritoneal dialysis (pd) patient stated she recently had gall bladder surgery. Follow up was made to the peritoneal dialysis registered nurse (pdrn), who stated this patient on end stage renal disease (esrd) due to diabetes mellitus/hypertension on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 for reoccurring gallstones and required a cholecystectomy (removal of gallbladder and gallstones) as a result of a prior history of issues with gall bladder conditions. Additionally the pdrn stated the fibrin build up in the question of pd catheter and possible adhesions from the previous gallbladder surgical intervention (unknown date and type of surgery), there were no identified peritoneal infections. The pdrn stated the patient was able to complete peritoneal dialysis (pd) treatments while hospitalized. On (B)(6) 2017 the patient was discharged from the hospital and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy upon discharge with no known treatments missed. On (B)(6) 2017 medical records were received and revealed the patient admitted on (B)(6) 2017 for atypical chest pain patient experiencing pain in left side of neck and radiated to chest and around upper to right lower quadrant of abdomen. The patient stated she was usual state of health until (B)(6) 2017 when she developed the chest pain without food or exertion exacerbating the pain. Pain was reproducible and upon physician exam was able to reproduce and intensify the pain under right breast. Patient stated it was perhaps the gallbladder, and troponin levels drawn and reported negative. Additionally the patient reported in the past week of increased swelling (more than usual or baseline). The patient was admitted for chest pain evaluation which initially ¿went away but was currently returning, seen by cardiology and felt not to be cardiac in nature, but due to risk factors for coronary artery disease (cad) stress test to be performed on (B)(6) 2017. Nephrologist spoke with the patient regarding dialysis prescription, (slow transporter) and changed dialysis prescription to 1.5%. The patient stated she was cramping a lot and physician noted the patient appeared volume overloaded, bilateral 1-2 plus edema in extremities with plan to continue lasix. Consults concurred chronic medical issues and the impact on long term survivability on dialysis, and the patient exhibited many signs of metabolic syndrome. On (B)(6) 2017 insertion of right internal jugular, 23 centimeter (cm) glide path tunneled hemodialysis catheter with documented indication for procedure as esrd with failed peritoneal dialysis secondary to cholelithiasis and the patient was unable to complete pd treatments at home due to significant chest and abdominal pain. Ultrasound performed to verified correct placement with tip of hd catheter in the mid right atrium. The patient was transitioned to hd for renal replacement therapy due to need for fluid removal without reported or documented issues. On (B)(6) 2017 the patient underwent a laparoscopic cholecystectomy without reported incidence and was cleared to continue on low volume exchanges per general surgery, with concerns that this may not be sufficient enough due to patient¿s size and weight. Nephrologist had arranged for outpatient hd therapy thrice weekly for 2 weeks until she was able to increase her pd volumes and return to ccpd treatments eventually. The patient had hd therapy performed on (B)(6) 2017 without reported issues.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Conclusion: there is documentation supporting a possible temporal association between the fresenius products and the event of excess fluid/fluid overload, lower extremity pitting edema, the patient experiencing significant chest and abdominal pain preventing her from completing ccpd therapy the night before subsequent inpatient hospitalization. There is a potential likelihood of causality relationship between the patient experiencing an acute episode of cholelithiasis requiring inpatient laparoscopic cholecystectomy, and requiring the patient to transition to in hospital hemodialysis therapy and continuing pd in order to reestablish patient¿s fluid management. Cardiology is following her post discharge and had a stress test performed with unknown results. This patient has a highly significant medical complex history with high risk factors for coronary artery disease (cad), obstructive sleep apnea that is not well controlled and obesity causing difficulty with proper fluid balance. The patient¿s dialysis prescription was changed to new dialysis prescription for 1.5%, and the patient states she is cramping a lot and physician notes pt. Appears volume overloaded. Post discharge patient is continuing on in center hemodialysis thrice weekly outpatient.

Event description:
Source documents and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017 this peritoneal dialysis (pd) patient stated she recently had gall bladder surgery. Follow up was made to the peritoneal dialysis registered nurse (pdrn), who stated this patient on end stage renal disease (esrd) due to diabetes mellitus/hypertension on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 for reoccurring gallstones and required a cholecystectomy (removal of gallbladder and gallstones) as a result of a prior history of issues with gall bladder conditions. Additionally the pdrn stated the fibrin build up in the question of pd catheter and possible adhesions from the previous gallbladder surgical intervention (unknown date and type of surgery), there were no identified peritoneal infections. The pdrn stated the patient was able to complete peritoneal dialysis (pd) treatments while hospitalized. On (B)(6) 2017 the patient was discharged from the hospital and resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy upon discharge with no known treatments missed. On (B)(6) 2017 medical records were received and revealed the patient admitted on (B)(6) 2017 for atypical chest pain patient experiencing pain in left side of neck and radiated to chest and around upper to right lower quadrant of abdomen. The patient stated she was usual state of health until (B)(6) 2017 when she developed the chest pain without food or exertion exacerbating the pain. Pain was reproducible and upon physician exam was able to reproduce and intensify the pain under right breast. Patient stated it was perhaps the gallbladder, and troponin levels drawn and reported negative. Additionally the patient reported in the past week of increased swelling (more than usual or baseline). The patient was admitted for chest pain evaluation which initially ¿went away but was currently returning, seen by cardiology and felt not to be cardiac in nature, but due to risk factors for coronary artery disease (cad) stress test to be performed on (B)(6) 2017. Nephrologist spoke with the patient regarding dialysis prescription, (slow transporter) and changed dialysis prescription to 1.5%. The patient stated she was cramping a lot and physician noted the patient appeared volume overloaded, bilateral 1-2 plus edema in extremities with plan to continue lasix. Consults concurred chronic medical issues and the impact on long term survivability on dialysis, and the patient exhibited many signs of metabolic syndrome. On (B)(6) 2017 insertion of right internal jugular, 23 centimeter (cm) glide path tunneled hemodialysis catheter with documented indication for procedure as esrd with failed peritoneal dialysis secondary to cholelithiasis and the patient was unable to complete pd treatments at home due to significant chest and abdominal pain. Ultrasound performed to verified correct placement with tip of hd catheter in the mid right atrium. The patient was transitioned to hd for renal replacement therapy due to need for fluid removal without reported or documented issues. On (B)(6) 2017 the patient underwent a laparoscopic cholecystectomy without reported incidence and was cleared to continue on low volume exchanges per general surgery, with concerns that this may not be sufficient enough due to patient¿s size and weight. Nephrologist had arranged for outpatient hd therapy thrice weekly for 2 weeks until she was able to increase her pd volumes and return to ccpd treatments eventually. The patient had hd therapy performed on (B)(6) 2017 without reported issues.